Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the item smell like smoke when it was burning. The battery was placed in helmet and helmets fan did not start. The helmet's fan was not spinning and the motor or gears were grinding, giving off a burnt plastic smell. Event occurred prior to surgery, there was no harm and no delay. An alternate device was used to complete the procedure.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4: UDI#: (B)(4). The device history record (DHR) for the totalshield surgical helmet, part number 00990000100 and lot number 64110740, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 21 aug 2018, it was reported from (B)(6) medical center that a totalshield surgical helmet smelled like smoke when it was running and the fan would not start. On 06 sept 2018, a returned product investigation was performed on the totalshield surgical helmet. The physical evaluation revealed that the returned helmet did not smell like smoke when it was running and therefore could not be reproduced. The fan did not work however as stated in the reported event. The results of the returned product investigation have confirmed the fan would not work and the smoke smell could not be confirmed. While the returned product investigation confirmed that the totalshield surgical helmet fan would not work, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause for the fan not working cannot be determined. The smoke smell could not be reproduced and therefore the root cause for the reported smell cannot be determined with the information provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.